Event description:
Per provider the pilot valve is leaking. Per the independent repair center statement the unit has low o2 or a yellow light. The pilot valve is leaking and power switch short circuit. The pilot valve on the manifold is leaking. The o ring on the manifold is defective. The tie strap on the sieve beds is defective and the power switch on the control panel short circuit.